Event description:
It was reported that the patient presented to the emergency room. Upon review, the right ventricular(rv) lead exhibited high pacing impedance. The patient was scheduled for a scheduled procedure. Prior to the procedure, the rv lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2022. The patient condition was stable post-procedure.